Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 425 mg/dl. Cause of bg level was not known. Customer administered a manual injection and a bolus via the pump to address the issue and was driven by family member to the emergency room with moderate ketones. Customer was treated with intravenous fluids of saline and lactated ringers, and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.